Event description:
Subject underwent the cryoablation procedure on (B)(6) 2012. The night after the procedure ((B)(6) 2012), the pt had low blood pressure which caused a prolonged hospitalization. Her blood pressure has since returned to normal. The cause of the low blood pressure is unk but believed to be related to the anesthesia. On (B)(6) 2012 galil medical's director clinical research discussed the adverse event with the treating physician. The prolonged hospital stay was due to the subject's co-existing cardiovascular condition. The physician stated the event was not related to the cryoablation procedure. On (B)(6) 2013 the study site advised galil they had further discussed the event and confirmed the event was related to anesthesia and thus related to the procedure.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Hypotension is a known potential adverse event from cryoablation procedure and is documented as such in the product IFU and user manual. The physician attributed the event to the anesthesia procedure. The pt was treated and the issue was resolved.